Event description:
It was initially reported that the patient was having an increase in seizures that were due to end of service follow-up with the physician's office indicated that they were unable to comment if the increase in seizures were above or below baseline since they did not see the patient prior to vns. The patient has events every day but her caregivers reported that they were occurring more frequently the office did not have specific number or how much they were increasing. It was unknown with the increase began so they also did not know if they coincided with programming changes, medication changes, or other external factors. No further information was provided. The patient had a generator replacement and the generator was returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The patient is doing well since replacement.